Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening striated assessed as to surgical damage. ¿ visibility/palpability: unable to confirm as it is a medical event not related to the device. ¿ migration: unable to confirm as it is a medical event not related to the device. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ crease/folding of implant: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease flat observed in the device.

Event description:
Patient reported left side "a knot, hard" and "protruding to the sides of my breast." Healthcare professional later reported deflation and capsular contracture baker grade IV. Healthcare professional additionally reported "any creases," and "hole in valve (leak on left saline implant)." Device has been explanted and replaced.

Event description:
Patient reported, left side "a knot hard", and "protruding to the sides of my breast ". Healthcare professional later reported, deflation and capsular contracture baker grade IV. Healthcare professional additionally reported, "any creases", and "hole in valve (leak on left saline implant)". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, capsular contracture baker grade IV, visibility/palpability, migration, crease/folding of implant.